Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr=7.5, then 3.5 on repeat a few minutes later. Therapeutic range not specified. Pt self tester noted that strips appeared curved/bent before placing them in meter.